Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. To date, the device remains implanted and in service with no resulting adverse patient effects. Subsequently, the device was confirmed explanted and returned for analysis. Another boston scientific device was implanted with no reported complications.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the devices battery. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this devices battery faster than normal.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. To date, the device remains implanted and in service with no resulting adverse patient effects. Subsequently, the device was confirmed explanted and intended to be returned for analysis. Another boston scientific device was implanted with no reported complications.